Manufacturer narrative:
Received and placed unit under microscope and found contamination / corrosion damage at the connector pins. Unable to perform functional test or verify battery anomaly due to contamination / corrosion damage at the connector pins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device unable to charge, and no communication between the insulin pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and the issue was resolved. Deleted the transmitter serial number from the insulin pump and re-paired but the transmitter would still not communicate/trigger a sensor connected alert. The confirmed no damage to charger battery spring or connector pins. Charger green led light was solid green for more than 15-20 seconds. No harm requiring medical intervention was reported. Mmt-7841zn was requested and customer response was the device will be returned.